Manufacturer narrative:
Concomitant medical devices: cad_syr_tube. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Hold for so 1-29-2018the customer reported an under infusion of a primary medication. Methotrexate (preservative free 20 gm / sodium bicarbonate 36.4 meq in d5w), was started at 2020 on (B)(6) 2018 (hour zero), and was to infuse 910 ml over 4 hours at 228 ml/hr. At 0025, the user observed the approximate bag volume to be 100 ml, the md was notified, and as a result more volume was added. The chemo flush started at 0102, finishing at 0107, with a total volume infused of 1,040.51 ml. The patient received additional monitoring, and no other patient effects were reported. Hospital biomed evaluated the devices and all units passed testing. In a pharmacy review of the logs, it appeared the unit was running correctly and delivered less than the volume on the screen. Pharmacy verified the 910 ml bag volume.

Manufacturer narrative:
The report of the infusion taking longer than expected was confirmed via log analysis. The issue was not duplicated during the investigation. Physical inspection of the device did not reveal any issues that would have contributed to the reported event. Analysis of the pcu event log showed that at 8:25pm on (B)(6) 2018 an infusion of methotrexate, 20 grams/910 ml was started. The device alarmed for a patient side occlusion within a few seconds and the infusion was immediately restarted. The infusion completed at 12:25am on (B)(6) 2018. The system was turned off then back on maintaining the same patient and profile. The user restored the methotrexate infusion and restarted it at 12:26am. Again the device alarmed for a patient side occlusion within a few seconds and was immediately restarted. The pump module alarmed for air in line at 1:01am with the user restarting the infusion. The ail alarm immediately recurred and the user powered off the pump module. The total calculated volume infused was 1,040.972ml; the actual bag volume could not be ascertained from the log. The pump module was tested for rate accuracy and found to be infusing within specification with no anomalies noted. The root cause was not identified; it is suspected that back pressure may have contributed to the reported event.